Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found the tip of the device was broken off with small cracks present around the area where the fragment had detached. Broken fragment was not returned for analysis and biological residue from surgical procedure was observed on the remained broken tip. Additionally, wire shaft was found slightly bent. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A complete functional evaluation cannot be performed, however, assembling with sleeve body was performed and met specifications. The overall complaint was confirmed as the observed condition of the depth gauge 2.7/3.5 0 - 60 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.133.080, synthes lot:h888270, supplier lot:h888270, release to warehouse date: may 28, 2020, supplier: (B)(4). No ncrs were generated during production. DHR result retrieved from (B)(4). Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed successfully and the patient status was stable. No other medical intervention required.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) with philos for a proximal humeral fracture. K-wires were perforated into the proximal and the distal sides, and the plate was temporary fixed. Drilling was performed to insert a cortex screw into the distal shaft part. The depth was measured with the depth gauge in question, and the tip was slightly bent because a hole on the opposite side could not be found. Therefore, it was removed once, and the bend was corrected. Subsequently, the tip of the depth gauge was broken when the tip was caught in the hole on the opposite side and the lateral sleeve was pressed against it. About 20mm of the tip remained inside the body with the depth gauge hooked to the contralateral side. The surgeon tried to remove it with a mosquito forceps from the 2.5mm bone hole in the anterior; however, it did not work. The bone hole was enlarged with a drill, and the surgeon tried again with the mosquito forceps. It could not be removed. In the meantime, the depth gauge in question was moved further and almost outside the contralateral bone, so that a new skin incision of about 30mm was made anteriorly and medially. The surgeon managed to remove the broken tip of the depth gauge. The plate was fixed as per procedure, and the surgery was completed successfully with forty minutes surgical delay. Patient was stable. This report is for a 2.7/3.5mm depth gauge 0 to 60mm.